Event description:
Device was returned for an unknown reason. During service, technician found the printed circuit board pcb was hot. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed a faulty printed circuit board pcb which got hot. The device was repaired, serviced and returned to customer on (B)(4) 2013. Placeholder.